Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found out that error was linked to a motor failure, and for this reason proceeded with its replacement, along the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer didn't report a specific issue with the device. The service found out that the pump set off "err 5."